Event description:
It was reported to nova biomedical that a consumer received a result of 413 mg/dl on their blood glucose meter. The hospital meter result was 120 mg/dl at the same time. The difference in the readings was determined to be clinically significant. The strips in question will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.